Event description:
A (B)(6) year old male was undergoing a robotic distal pancreatectomy and splenectomy in the operating room. The surgeon stated that the blade on the robotic vessel sealer became exposed during the surgery. There was no harm to the patient.